Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s other blood glucose level was 109 mg/dl. The customer treated high blood glucose with manual injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result high blood glucose values. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed. (B)(4).